Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during a meniscal repair procedure, the suture broke during use of t2. Nothing was left unsupported in the patient and a backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
No ts or suture were returned prohibiting confirmation of the reported complaint of suture breakage. Visual assessment of the device shows it is dramatically bent. The device was functionally tested for proper actuator advancement and cycling and was found not to function as intended. If the delivery needle has been inadvertently bent it will not function as designed. No root cause related to the manufacture of the device can be established. Device condition is most likely the result of use error.